Manufacturer narrative:
The subject device was received and evaluated at service repair olympus japan. Device inspection and evaluation found a break in the forceps wire and service repair noted to be due to external factor. The customer reported issue was confirmed. Furthermore, the adhesive part of the lighting lens (light guide) was found peeled off . The curved rubber adhesive found missing. In addition, scratches found on insertion part of the bending tube, operation part , tip cover , switches, control knob, grip, universal cord and scope connector side. Watertightness is not maintained due to wear of the forceps lever, the suction cylinder is scraped , water leak marks on the electrical connector . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent repair request for forceps desk wire break issue. There is no patient involvement associated on this event. No user injury reported. Device evaluation found lg (light guide) lens adhesive peeling. This report is being submitted for lg (light guide) lens adhesive peeling.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 27-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused an external stress since olympus confirmed there were scratches on the distal end. Olympus will continue to monitor field performance for this device.